Manufacturer narrative:
One device was received for evaluation. Visual inspection found a scratched lcd lens. A review of the event history log found a record of error code 41100. Functional testing was able to verify and duplicate error 41100; however, the ¿constant cassette load error¿ was unable to be duplicated. It was determined that there were no defective parts in the device, and the error code was cleared. The most probable cause was a user error. The device then passed all functional tests. The service history review identified no indication that the complaint was related to a service of the device within the review period. D9: (B)(6)2023.

Event description:
It was reported that the device exhibited system error 41100 with constant cassette load error. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. Note: please reference MFR# 3012307300-2024-00202 for failed submission due to incorrect processing.